Manufacturer narrative:
No product was returned to the manufacturer for device evaluation and no lot number was reported, the manufacturer is unable to investigate further. No trends were identified, and no root cause could be established. The relationship between the coopervision device and the event is unconfirmed.

Event description:
Patient reported that she developed a corneal ulcer after contracting an infection, incident date provided as (B)(6) 2019. Further information was received from the patient's optician at (B)(6). The patient was seen in (B)(6) 2013 at (B)(6) with a small stromal scar of the right cornea and discharged with no acute treatment. No further history provided until 2018. The patient was seen for a routine contact lens check in (B)(6) of 2018 and three non-staining opacities were noted in the right eye, no treatment was provided but patient was educated on use and hygiene practices. Patient was seen again in (B)(6) 2018 for routine check. Three previous opacities noted, and one new non-staining opacity recorded, no treatment was provided, and patient was again educated on use and hygiene practices and was advised to switch to daily disposable contact lenses. In (B)(6) 2019 patient was refit to a daily disposable contact lens and has not contact the practice since. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution of the (B)(6) 2019 alleged ulcer event.